Event description:
Technician alleged that the head of the bed was drifting.

Manufacturer narrative:
Technician found a worn mounting plate and motor with bearing issues causing the head section to drift down. Technician replaced the motor plate and bushing to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.